Event description:
Over the 2 mos after implant reporter experienced encapsulization. Her allergies became severe. She had encapsulization in 1982, 1987, 1988, 1992. She has also experienced gi problems in 1984, fatigue and lumbar pain in 1985, disability with preterm labor in 1985, chronic sinus infections and allergies in 1989, depression and pulmonary problems (hospitalized) in 1991, gyn and urology problems in 1992, fatigue, joint and muscle pain, rashes sweats and other problems in 1993, severe rheumatology problems in 1994, fibromyalgia, disfigurement, polyneuropathies and probable internal capsule rupture.